Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 90 to 114 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Verified storage of product is not within instructed spec since they are kept in the kitchen. Test strip lot manufacturer's expiration date is 01/20/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 95 mg/dl, (B)(6) 2015, 09:04 am; 2: 61 mg/dl, 2015, 08:54 am; 3: 78 mg/dl, (B)(6) 2015, 08:47 am; 4: 99 mg/dl, 07/04/2015, 08:46 am; 5: 102 mg/dl, (B)(6)2015, 08:34 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 90 to 114 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Verified storage of product is not within instructed specification since they are kept in the kitchen. Test strip lot manufacturer's expiration date is 01/20/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
Product not yet evaluated. (B)(4).